Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's incision sites re-opened. The incision sites were debrided and re-sutured. It was reported that the patient was non-compliant with post-op instructions. The patient is currently using the device and receiving effective pain relief. There have been no reports of further complications regarding this event.